Event description:
The patient experienced cardiac arrest and had to be resuscitated externally. Afterwards an xray was performed and showed that the rv lead had dislodged from the apex and was located in the rv tract. The lead remains implanted at this time.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.